Event description:
On (B)(6) 2012, leica microsystems received a complaint from (B)(6), regarding sub-optimal processing of 300 cassettes, resulting in under processed tissue from three (3) protocols which commenced on (B)(6) 2012. On (B)(6) 2012, leica microsystems received info that tissue from two (2) breast biopsy cases was not diagnosable, and re-biopsy of the pts was required.

Manufacturer narrative:
A (B)(4), attending the customer site in association with this complaint found that the ethanol concentration in bottle 4 calculated by the peloris software ((B)(4)) differed significantly from that measured using a hydrometer ((B)(4)). Bottle 4 (ethanol) was removed from the instrument at 09:16 am on (B)(6) 2012, which was immediately prior to commencement of the three (3) protocols from which sub-optimal processing was identified, for a period of 4 minutes. This period is sufficient time to complete manual reagent replacement. The associated reagent station sets was reset at 09:20 am on (B)(6) 2012. Resetting a reagent station sets the reagent concentration to the default concentration configured in the reagent type definitions; and resets the number of cassettes processed and the number of cycles and days to zero. Bottle 4 (ethanol) was subsequently used for the final dehydration step in each of the three (3) protocols from which sub-optimal tissue processing was identified. Investigation of this complaint found that the instrument operated within specification during execution of the protocols from which sub-optimal processing was identified. The finding by the fss that the ethanol concentration in bottle 4 calculated by the peloris software ((B)(4)) differed significantly from that measured using a hydrometer ((B)(4)), in combination with the engineering and technical investigation indicates that the root cause for the sub-optimal tissue processing reported by the complainant was a use error which occurred when the ethanol in bottle 4 was replaced.